Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and ups (uninterruptible power supply) were replaced, and the system software was reloaded. The system was then found to be operating as intended.